Manufacturer narrative:
A device history review was conducted for lot number 8057575. Our records show that this is the second instance of a this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the device submitted by your facility had a bent needle. After reviewing the manufacturing line our engineers were unable to identify any contributing factors in the manufacturing process. Based on investigation results to date, root cause for manufacturing process cannot be determined, samples provided were received in very bad conditions.

Event description:
It was reported that the bd saf-t-intima IV catheter safety system 24 g x 0.75 in. Experienced product damage. The customer stated, "the nurse found that the needle didn't rotate when turning the stylet after pre-priming. The stylet was broken."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima IV catheter safety system 24 g x 0.75 in. Experienced product damage. The customer stated, "the nurse found that the needle didn't rotate when turning the stylet after pre-priming. The stylet was broken.".